Event description:
The event is reported as: the balloon deflated and inflated poorly during intubation. No injuries reported.

Manufacturer narrative:
Product is unavailable for evaluation, therefore, investigation report is incomplete at this time. A f/u report will be sent when investigation is complete.